Event description:
The user facility reported that the patient was placed on impella cp for hemodynamic support. It was reported that the physician initially performed a sheath exchange to leave cp in place overnight, however the patient developed a large, softball sized hematoma prior to leaving the cath laboratory. The physician then elected to remove cp and hold manual pressure for hemostasis. Manual pressure held for nearly one hour, the physician decided to place femstop for remaining hemostasis.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.